Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 188, 117, 144, 198 and 171 mg/dl. The customer¿s expected blood glucose test result ranges are 90-140 mg/dl am fasting and below 150 mg/dl 2 hrs. After meal. The customer reported feeling dizzy; medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer fasting and produced test result of 147 mg/dl using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 09/28/2024 and open vial date is one month ago. The meter memory was reviewed for previous test result history: result 1: 188 mg/dl date: (B)(6) 2024 time: 7:19 am fasting. Result 2: 117 mg/dl date: (B)(6) 2024 time: 5:54 pm 2 hrs. After meal. Result 3: 144 mg/dl date: (B)(6) 2024 time: 7:49 am fasting . Result 4: 198 mg/dl date: (B)(6) 2024 time: 1:52 pm 2 hrs. After meal. Result 5: 171 mg/dl date: (B)(6) 2024 time: 8:04 am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and only 1 test strip were not returned for evaluation. Reported defect not reproduced on returned meter. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: (B)(6): user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note 1: customer contacted manufacturer on (B)(6) 2024 - customer stated his condition had improved and he did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 02-feb-2024 to ensure the replacement products resolved the initial concern, customer stated they are comfortable with the readings from the replacement products.